Event description:
A customer contacted baxter's technical service center to report a system error (se) 2240 alarm on the homechoice(hc) device during during dwell 2 of 3. The technical service representative (tsr) explained the alarms and the homepatient stated he disconnected in dwell 2 of 3 to use the restroom and have may gotten air in lines or cassette in process of disconnecting and reconnecting . The tsr advised to discard all supplies and to report alarms to peritoneal dialysis (pd) nurse next morning.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2/3 was not confirmed due to a lack of sample. Per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp states that he had disconnected in dwell 2/3 to use restroom. The batch review was not performed because the lot number is unknown. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).